Event description:
It was reported that after implant a patient had gone through series of antibiotics, but right before bandage was to be removed the patient woke up and the bandage was loose because it was full of "blood and sanguineous fluid." The patient was put on antibiotics and it cleared up. She then went off of antibiotic and it started draining. The patient was put back on antibiotic and it cleared up again. It was stated that the patient was "heavy set and disabled" and that she was either sitting in her wheel chair or walking on crutches. One and a half weeks prior to the report the patient woke up with pain at implantable neurostimulator (ins) incision site. It started to drain and come through clothes. She was put back on antibiotic. It was stated that there were three small slits at the incision site. In a couple of days after that the patient had seen her primary care physician (pcp) and it cleared up. The patient saw her pcp the day before the report and she was told there were two pin holes and it was draining fluid. It was not thought to be an infection, but instead a rejection. It was stated that the patient was advised to wait and see "if body changed and left it alone." It was also stated that the therapy was helping with patient's incontinence and was "a wonderful thing." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01r12, implanted: (B)(6) 2012. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).